Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via (B)(6) with the left ventricular lead exhibiting a pacing impedance measured exceeding the upper limit in the bipolar configuration. The lead had been programmed to a vector with an in-range impedance measurement, and no interventions were made. The patient was in stable condition.